Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10/17/2019. The service technician confirmed the reported issue. Service technician replaced the power management board however, did not resolve the reported issue. The service technician replaced the power supply which resolved the reported issue.

Event description:
The customer reported yellow alert running on internal battery even when plugged in. There was no patient or user harm reported.